Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, placement difficulty and impedance measurements of greater than 2000 ohms were noted. A new lead was implanted. No adverse patient effects were reported.